Event description:
A user facility reported to olympus that the image was intermittently present on a nds monitor and a lenovo monito attached to a provation computer. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
Olympus technical support provided troubleshooting assistance via the phone in order to resolve the problem. As no further information has been received from the initial reporter and the device has not been returned to olympus for evaluation, a definitive root cause cannot be determined at this time. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.